Manufacturer narrative:
Per evaluation conducted by the manufacturing site: the device was sent to the manufacturer for inspection. During the manufacturer's technical inspection, the error description provided by the customer "unit had an error code during a case" was confirmed. No further defects were detected. Based on diagnose during the technical inspection it is concluded that the most likely cause for the described error is a communication error in the i2c bus system. The device recognized a failure message from one of the i2c bus participants which could solved by a device restart only. External interference (e.g. Hf device) can cause this error via the patient hose heating. The above conducted investigations did not reveal a root cause related to the labelling, the device or its history. All production related quality checks passed, and no non-conformities were identified in the devices manufacturing records. The labelling was found to contain adequate instructions and warnings. The complaint history did not reveal any pickup in similar complaints; no trend was identified. This event is filed under internal complaint ID: (B)(4).

Manufacturer narrative:
The device was returned to our us facility on nov-21-2024 and will later be forwarded to the manufacturing site for investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).

Event description:
It was reported that during a procedure (case date was not provided), the device showed an error code. They were able to complete the procedure using a back-up unit, without any patient impact. However, this issue caused a delay to the procedure of about 20 minutes.